Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the concerto implant coil was found to be detached from the pushwire and not returned. The implant coil detached from the pushwire was not initially reported. Additionally, the concerto implant coil pushwire was found to be broken but retained by release wire at the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be broken. All other subassemblies appeared to be normal and no other anomalies were observed. Without returned implant coil any contributing factors for detachment could not be assessed and cause could not be determined. It is possible that it is possible that the pushwire to break and for the release wire to subsequently pull back from the lumen stop, detaching the implant coil from the pushwire. All devices are 100% inspected for damages and irregularities during manufacture. Note: the concerto coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that concerto coil felt resistance inside the microcatheter during coiling treatment. The coil suddenly stuck inside of micro catheter, so the physician took new mdt product and completed the procedure well. There were no reports of patient injury in association with this event. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.